Event description:
It was reported that electrodes 0 and 2 had high impedance values of >10 ,000 ohms. The stimulation was sputtering and going in and out. Electrodes 0 and 2 had been in use. The patient was reprogrammed but after the reprogramming the patient was not getting left side stimulation and wanted a lead revision. A lead revision was being looked into. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID 3777-75 lot# serial# v091950019 implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient will be seen tomorrow on the day of this report. The cause of the impedance issue was not determined and a referral for a revision was made today on the day of this report. A reprogramming was done and the patients pain was improving.